Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for lead failure predictor (B)(6) 2011 20:02:44. Nine - ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 20:02:34 and 20:17:09. Two - vf<=210 ms average v-cycle on (B)(6) 2011 at 20:16:51 and 20:17:15. Ventricular short interval count v-sic=378 counts, between (B)(6) 2011 19:53:34 and (B)(6) 2011 18:29:22.

Event description:
It was reported that the patient received multiple inappropriate shocks, and the lead exhibited undersensing. The initial shock was delivered due to an increase in rate, which eventually resulted in ventricular tachycardia (vt). Subsequent shocks combined with anti-tachycardia pacing (atp) were ineffective at converting the vt, and even exacerbated it into torsades vt. This was suspected to be due to t-wave oversensing (twos). The following shock was unable to convert the vt, eventually resulting in cardiac arrest. The patient was rescued using external defibrillation, and was hospitalized in the intensive care unit (ICU). The device was reprogrammed, and both the device and lead remain in use. No further patient complications have been reported as a result of this event.